Event description:
A 5 year-old boy was originally implanted on november 14,1995. His system functioned normally and there were no reports of any problems until october 26, 1998. The pt was seen at the implant center on october 26, 1998 for device eval, because after returning home from school that day he reported that his "batteries were dead." His mother changed out all his external equipment but was still unable to obtain link. Testing conducted at the center confirmed that his implant was no longer functioning and the decision was made to explant the device. While at the center, the child's mother reported that her son hit his head in september resulting in a bump and scab. There was not indication of system problem immediately stemming from the incident. Revision surgery took place on october 28, 1998. The child was reimplanted with another clarion device.